Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had a hyperopic surprise after implantation of a model zct225 20.0 diopter intraocular lens (iol) and was unhappy with the outcome. A secondary procedure was performed to explant the lens and it was replaced with another zct225 iol of a lower diopter (17.0). There was no incision enlargement or lens rotation required. Patient was prescribed besivance, lotemax, and prolensa. Reportedly, patient is satisfied with the replaced lens. Visual acuity was reported as follows - pre-op (pre-initial implant): 20/25+1 with glasses. Post-op (post-initial implant): 20/200 without glasses, 20/40 pinhole. Post-op (post-replacement): 20/25+2 without glasses.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on lens power calculations. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.